Event description:
The doctor reported that a dfh-0012 19g packer/chang iol cutter malfunctioned after use in the anterior chamber of the eye. One of the blades broke off but was retrieved without resulting in an injury to the eye.

Manufacturer narrative:
The reporting physician has stated that he would return the equipment for evaluation. Mst is continuing to request the equipment to be returned for evaluation. A follow-up report will be provided in the event the product is returned and the evaluation is completed.